Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The patient¿s blood glucose level was 303 mg/dl at the time of the incident. Customer stated that, there were not unattended alarms. Customer declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with scratched case and minor scratched lcd window. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm noted.